Event description:
A home pt contacted baxter's technical service center for assistance with a system error 2240 alarm received during dwell 3/4 of their automated peritoneal dialysis therapy. Per initital report, a "supply bag was disconnected." Baxter's technical service ctr assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of he initial report.